Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: bad blurry colors on the image. Based on the results of the investigation, the issue of the picture not focusing was not confirmed, as no problems were identified with the camera head's ability to focus. The most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Based on the results of the investigation, it is likely that the malfunction identified during the device evaluation "bad blurry colors on the image" was due to a faulty charged coupled device. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an out-of-focus image. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an out-of-focus image. There were no reports of patient harm.